Manufacturer narrative:
Conclusion: the returned device was visually inspected upon arrival. The batteries showed a damaged housing. Evident traces of mechanical damage were also seen, possibly due to some sort of misuse or mishandling of the device. The observed damage did not allow electrical testing to be conducted, therefore this phase was skipped. The damage to the battery housing was clearly the reason for the malfunction of the device returned by the end-user. This is a combined initial and final report.

Event description:
Returned dacapo power pack showed signs of misuse and a broken housing with electrolyte leakage. However neither pt contact to battery chemistry nor any injuries were reported.